Event description:
The patient expired approximately 3 days after pump implant. The rep was told by the surgeon that the pump implant was "uneventful." The pump was programmed by the implanter in 2006 to deliver compounded morphine 10 mg/ml in a priming bolus of 3.642 mg over 40 minutes, with subsequent dosing at 1.999 mg/day in simple continuous mode. The patient expired 3 days later. Events leading up to ther death were not reported. The rep was called to the medical examiner's office on the 2nd day to turn off pump alarms. When the rep arrived at at the me's office, she did not hear any alarms, nor were any alarms noted in the telemetry logs. The pump had been explanted and was in a plastic bag with the catheter inserted into a blood collecting container and container was noted to be dry. The pump was reprogrammed to minimum rate by the rep and interrogation revealed a residual volume of 18.4 ml. In about a week later the pump contents were aspirated by the coroner and revealed a residual volume of 18 ml. Aspirated drug was returned to the pump reservoir by the coroner. It was also noted from documents at the coroner's office that fentanyl transdermal 50 mcg and 100 mcg patches were on the body at initial exam. Other concomitant medications are unknown. The managing hcp has requested that the pump be returned to her.